Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.

Event description:
This report is being filed upon notification from our x-ray MFR in (B) (4) to submit this event. Problem: a pt with an emergency heart condition was to have an x-ray exam. The system would not come to ready with the message, "button pressed" displayed on its monitor. The pt was treated on another system with no harmful consequences. Later, the operator found a stuck button on the system's review module. The button was then pressed several times which cleared the error.